Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 40 cm from the terminal pin. Resistance and tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead had dislodged and was hanging in the patient's right ventricle. A revision procedure had been scheduled, but was rescheduled for medical reasons. The patient was hospitalized. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated once further information is received.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
A revision procedure was performed and the lead was explanted.